Event description:
The customer contacted physio-control to report that their device had a service wrench present on the display. The customer further advised that the device was inoperable. No further details were provided. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and did observed two event codes logged into the memory, which caused the service wrench, but did not verify the reported failure of the device being inoperable. Proper device operation was observed during testing and the device delivered defibrillation energy. The cause of the reported failure could not be determined. The customer received a replacement device.